Event description:
Patient #2 of 2: report received of an over-delivery of nitroglycerine. The pump was replaced on a patient with pre-infarction angina. The pump was set to deliver 3ml/hour. It was reported that in 10 minutes the pump delivered 1.1ml. The pump was removed from clinical service. There was no reported adverse event with this pt. Pt's blood pressure remained stable and no medical interventions were required. This pump was previously used on another patient and was reported to over-delivery. No testing of the device was performed by the customer before being used with this patient. Though requested, there was no further information available.